Manufacturer narrative:
Correction: additional information revealed the sealant exposure occurred during use of the device, however, it occurred outside of the patient. Therefore, this is a non reportable event.

Event description:
After deployment, the sealant of a 6f-7f mynx control vascular closure device (vcd) was not deployed in patient when the physician removed the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The device was prepped according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. During visual inspection of the device, it showed that both buttons 1 & 2 were not depressed with the stopcock open, and the sealant was observed to have been exposed to blood, partially deployed with the sealant grip tip adhered to the device components as received. Additional information revealed, the sealant exposure occurred during use of the device, however, it occurred outside of the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2015001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After deployment, the sealant of a 6f-7f mynx control vascular closure device (vcd) was not deployed in patient when the physician removed the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The device was prepped according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. During visual inspection of the device, it showed that both buttons 1 & 2 were not depressed with the stopcock open, and the sealant was observed to have been exposed to blood, partially deployed with the sealant grip tip adhered to the device components as received.